Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent fell off the balloon during preparation. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
.